Event description:
A pt of 240 lbs was put on the cot with all the support equipment. The total weight was about 300 lbs. The operator at the head end of the unit pulled the head end control handle and the unit collapsed. The technician at the foot end got her left hand pinky finger caught between the under carriage and the main frame. The position of the locking handle as it was after the incident can potentially cause extreme harm to the pt or the operator if the backrest adjustment lever were to fail. For example, if the pin broke or became dislodged, the backrest assembly would collapse causing possible harm to the forearm and fingers of the technician and the back of the pt. The unit was inspected by the medical maintenance section and found that the spring used to supply tension to the auxiliary latch lever assembly had been dislodged. The spring was not working and allowed the auxiliary handle under the head of the unit to remain in the up position. The handle assembly is used to allow one person to lower the unit. Technician hand position was a contributing cause of the accident. Medical maintenance section recommends reinforcement of the lever and spring and suggests warning labels for hand placement and maximum weight limits.